Event description:
During a clipping procedure, the physician used a cook instinct plus endoscopic clipping device. Per med sun report: "when opening the head of the clip applier detached from the sheath." Per the information available in the med sun report, there were no clinical consequences to the patient or user.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Event description:
During a clipping procedure, the physician used a cook instinct plus endoscopic clipping device. Per med sun report: "when opening the head of the clip applier detached from the sheath." Per the information available in the med sun report, there were no clinical consequences to the patient or user. Report key ID: (B)(4).

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed." IFU also contains the following precautions: "do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. Failure to keep endoscope as straight as possible when inserting device can result in difficult passage.¿ the instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a clipping procedure, the physician used a cook instinct plus endoscopic clipping device. Per med sun report: "when opening the head of the clip applier detached from the sheath." Per the information available in the med sun report, there were no clinical consequences to the patient or user. Report key ID: (B)(4).